Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the tip broke off while being used. The tip was retrieved from patient. Another similar device was used to complete the procedure. There was no patient injury.